Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the top of the device is cracked. There was no bleeding reported in excess of 250cc and the case was not extended by more than 30 minutes.